Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The helix length was measured within specifications. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
The patient presented to the emergency room not feeling well, x-ray imaging was performed and the right atrial (ra) lead was found dislodged. Additionally, loss of capture was noted on the ra lead. The ra lead was repositioned to resolve this event. After the procedure, additional x-ray imaging was performed, and the ra lead was found to be dislodged again. The ra lead was explanted, and a white material was visually noted on the helix of the ra lead. The ra leas was explanted and replaced as a final resolution for this event. The patient was stable.